Manufacturer narrative:
Date rec'd by MFR: 26 may 2019. The service engineer confirmed the reported issue. Serial number for unit is (B)(4). The service engineer replaced the blower motor assembly and resolved the reported issue. A blower motor assembly was return for analysis. An investigation was performed and unable to replicate failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04march2019. (B)(4). Serial number unknown. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit had displayed an error message of "occlusion in patient circuit". The customer reported that there was no patient involvement. The event date was not specified; estimate used.